Manufacturer narrative:
The lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead was placed, but the pacing impedance measurements were greater than 2,500 ohms. The impedance issue could not be resolved and the lead was not able to be removed; therefore, this lead was surgically abandoned and another lead of the same model was implanted to complete the procedure. No adverse patient effects were reported.